Event description:
In situ testing showed 5 channels affected by short circuits. Reportedly, the hearing performance of the device is affected but the user can still hear sound. The user has been re-implanted.

Manufacturer narrative:
Conclusion: reportedly the recipient had a decrease in hearing performance. In situ measurements performed in 2021 show five channels involved in two different short circuits. Device investigation could confirm the reported short circuits, which were intermittent. The observed technical failure of the active electrode seems to be the cause for the decrease in hearing performance.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ testing showed 5 channels affected by short circuits. Reportedly, the hearing performance of the device is affected but the user can still hear sound. Re-implantation is considered.

Event description:
In situ testing resulted in 5 channels affected by short circuit. Reportedly, the hearing performance of the device is affected but the user can still hear sound. Further medical intervention is scheduled. No date has been provided yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.